Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), endometriosis ('endometriosis') and genital haemorrhage ('abnormal bleeding/heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, rectal bleeding, diabetes, emotional problems, high cholesterol, mental disorder, hyperlipidemia and abdominal pain. Previously administered products included for an unreported indication: robaxin. Concurrent conditions included breast tenderness, back pain, dyschezia, diarrhea, constipation, hemorrhoids, hepatomegaly, high cholesterol, rash, irregular periods, menorrhagia, dyspareunia, pelvic pain, abdominal cramps, general body pain, mood swings, sleep apnea, weight gain, dyschezia, muscle spasms, bipolar disorder, hypertension, allergic rhinitis, keratosis follicular, shoulder pain and vitamin d deficiency. Concomitant products included aripiprazole (abilify), atorvastatin calcium (lipitor), buspirone hydrochloride (buspar), cefixime (flexeril), celecoxib (celexa), estrogens conjugated (premarin), ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ezetimibe (zetia), hydrocortisone, levonorgestrel (mirena), methocarbamol (robaxin), naproxen, permethrin, rosuvastatin calcium (crestor) and vitamin d nos (vitamin d). In march 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraine") and headache ("headache"). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), eczema ("eczema"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("back pain/lower back pain"). In march 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("abnormal scarring"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy(full) and to remove essure device/hysterectomy/salpingectomy/ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and fatigue was resolving and the endometriosis, genital haemorrhage, scar, abdominal pain, vulvovaginal pain, abdominal pain lower, eczema, headache, dysmenorrhoea, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, eczema, endometriosis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, scar, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion -april-2011 , -march-2011 current weight 185 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: 2.9. Hysterosalpingogram - in june 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: mild chronic cervicitis. Endocervical epithelium with benign squamous metaplasia. Negative for dysplasia or malignancy. Myometrium without significant histopathologic abnormalities. Endometrium: early proliferative phase. Negative for endometrial hyperplasia or malignancy. Bilateral ovaries with stromal hemorrhage and hemorrhagic follicular cysts. 3. Bilateral fallopian tubes with vascular congestion. 4. Negative for dysplasia or malignancy. Two foreign bodies are identified within the fallopian tubes consistent with sterilization devices.. Ultrasound scan - in june 2011: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ abdominal pain, cramping, headache most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event back pain was added. Concomitant conditions and drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilisation and endometriosis. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("eczema") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("abnormal scarring"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy(full) and to remove essure device/hysterectomy/salpingectomy/ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and fatigue was resolving and the genital haemorrhage, scar, abdominal pain, vulvovaginal pain, abdominal pain lower, eczema, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, eczema, endometriosis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, scar, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion - (B)(6) 2011 , (B)(6) 2011 current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Reporter's information updated. Event:rashes or skin conditions (eczema), migraines / headaches, dysmenorrhea (cramping), pain, weight gain, fatigue,endometriosis were added. Outcome of event were added. Lab data, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and scar ("abnormal scarring"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage and scar outcome was unknown. The reporter considered genital haemorrhage, pain and scar to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("abnormal scarring"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure device). Essure was removed on 10-oct-2016. At the time of the report, the pelvic pain, genital haemorrhage, scar, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, scar and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-nov-2017: follow up received from summons-events pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding was added and essure insertion date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and scar ("abnormal scarring"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage and scar outcome was unknown. The reporter considered genital haemorrhage, pain and scar to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.